Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a pre-dilated lesion with 90 percent stenosis degree in the lcx. It was not possible to see the stent via the angiography. Thus, it was decided to remove the whole stent system and thereby the stent dislodged from the balloon.

Manufacturer narrative:
Combination product: yes the returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the balloon is not well folded anymore and has been inflated. The stent is deformed at both ends (i.e. Several struts are bent) and located on the device shaft about 164 mm proximal to the distal radiopaque marker. Microscopic inspection showed stent imprints on the balloon surface, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.